Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 1369. Ams bio arc pre-connected collagen dermal - 15. Ams bio arc sling system - 24. Ams monarc c-sling system - 14. Ams monarc sling system - 768 ams monarc+ subfascial hammock - 52. Ams sparc sling system - 433. Unknown sling system - 63 - attachment: [procodewise summary report -otn - april 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence of symptoms. It was also reported that the plaintiff experienced cystocele, enterocele, rectocele, paradoxical urinary retention, and adhesions. The mesh remains implanted. No further complications have been reported in relation to this event.